Event description:
Related manufacturer report number: 2017865-2023-42985. It was reported that non capture was observed on the right ventricular (rv) and left ventricular (lv) lead. The rv and lv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.